Event description:
It was reported that the patient experienced an undesirable change in stimulation with a loss of paresthesia to the bilateral lower extremities. Impedance measurements were taken, results were not reported. The extension and lead were replaced. The patient recovered without sequela. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the staff.